Manufacturer narrative:
Correction to section (product code).

Manufacturer narrative:
As reported, approximately twelve years ago, the patient underwent placement of an unknown temporary filter which had been implanted for deep vein thrombosis (dvt). The unknown temporary filter was removed and then the patient underwent placement of the trapease vena cava filter. There is currently no information available on the unknown filter. On or about twelve years after the placement of a trapease filter, the patient presented to the hospital because of swollen feet. The patient underwent a computerized tomography (CT) scan which revealed two of the filter¿s struts were fractured and there was thrombus in the filter. It was noted that the cause of the swollen feet was the dvt and the thrombus in the filter and that surgical treatments will be applied for the fractured filter. Warfarin therapy was suspended about six months from the filter deployment. The patient came to the hospital twelve years after the procedure, and was diagnosed with dvt, an administration of heparin was conducted. However, heparin control failed, and the thrombus formed just under the renal vein, above the site where the trapease was placed. Another vena cava filter is scheduled to be deployed and after that thrombolysis will be considered. The patient was on anticoagulation therapy. Anticoagulation treatment was stopped by the doctor after the trapease filter was implanted. It is not clear when the patient suffered from the dvt. The CT showed that the trapease filter was in the lower portion of the renal vein. The patient was discharged from the hospital. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. A thrombosis noted in the device does not represent a device malfunction. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported, approximately twelve years ago, the patient underwent placement of an unknown temporary filter which had been implanted for deep vein thrombosis (dvt). The unknown temporary filter was removed and then the patient underwent placement of the trapease vena cava filter. There is currently no information available on the unknown filter. On or about twelve years after the placement of a trapease filter, the patient presented to the hospital because of swollen feet. The patient underwent a computerized tomography (CT) scan which revealed two of the filter¿s struts were fractured and there was thrombus in the filter. It was noted that the cause of the swollen feet was the dvt and the thrombus in the filter and that surgical treatments will be applied for the fractured filter. Warfarin therapy was suspended about six months from the filter deployment. The patient came to the hospital twelve years after the procedure, and was diagnosed with dvt, an administration of heparin was conducted. However, heparin control failed, and the thrombus formed just under the renal vein, above the site where the trapease was placed. Another vena cava filter is scheduled to be deployed and after that thrombolysis will be considered. The patient was on anticoagulation therapy. Anticoagulation treatment was stopped by the doctor after the trapease filter was implanted. It is not clear when the patient suffered from the dvt. The CT showed that the trapease filter was in the lower portion of the renal vein. The patient has left the hospital.